Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was received: do you have the linx product code? Unknown, device was old style .7 tesla size 16. Do you have the lot number and serial number (if applicable)? Unknown, patient kept the explanted device. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? No. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Patient did have gerd/reflux unknown about any of the others. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? No, because it was the patients desire to remove the device so they could have a stronger MRI to treat unrelated injuries. Did they have an autoimmune disease? No. Has the patient been prescribed medication? Unknown. Why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Unknown. Are they currently taking steroids / immunization drugs? Unknown. Additional information was requested, and the following was obtained: on what date did the implant take place? 10 years ago. Surgeon didn¿t know the exact date. When using the linx sizing device what technique was used to determine the size? Sizing was not done during explant. Surgeon was aware of the number of beads prior to surgery and removed the device intact and provided to patient. Was the device found in the correct position/geometry at the time of removal? Yes. Besides the reported dysphagia and the need for a MRI higher than the .7 telsa, were there any other contributing factors that led to the removal of the device? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted on (B)(6) 2021. The patient had slight dysphagia, but the patient wanted the device removed due to needing a higher MRI than the .7 tesla of the older model device to be treated for unrelated injuries.